Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following was reported by the initial reporter: "during insulin injection, the patient found it difficult to push the insulin pen."

Manufacturer narrative:
H.6. Investigation: lot#9283914 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was difficult to operate during use. The following was reported by the initial reporter: "during insulin injection, the patient found it difficult to push the insulin pen."